Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient experienced an infection and bleeding at the abutment site. Additional information has been requested but has not been made available as of the date of this report.